Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency department due to syncopal episodes. Interrogation revealed high out-of-range right atrial (ra) lead impedance measurements and oversensed noise resulting in pacing inhibition. The patient is pacemaker dependent. Boston scientific technical services (ts) reviewed the rhythm strip and confirmed that the device was oversensing the minute ventilation (mv) sensor. The mv sensor was programmed off and the device remains in service. This device was included in the recent mv sensor signal oversensing advisory population.